Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on september 30, 2012 with blood glucose of 37 mg/dl. Customer had several low blood glucose episodes and was hospitalized for them. Other blood glucose were 40 mg/dl, 42, mg/dl, and 47 mg/dl and were all treated with glucagon prior to admission. Customer does not recall reason for low blood glucose and have since replaced insulin pump.